Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 400 mg/dl, while wearing the pod between 36 and 48 hours on the arm. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was found to be stretched and measured out of specification. It could not be conclusively determined when or how this damage occurred. The download data from the returned device contained no timeouts, drive stalls, or hazards alarms that would indicate a bent/kinked cannula. During investigation, a leak test was performed and an internal leak was found in the fluid path. This leak resulted in fluid being diverted from the intended fluid path and contributed to improper delivery of insulin.